Event description:
Customer reported that the insulin pump has damage in the reservoir compartment. Customer stated that the plastic around the reservoir is cracked and only a small piece is holding the reservoir in place. Customer also reported that sometimes the buttons have to be pressed twice to get a response. Blood glucose value is 79 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.